Event description:
It was reported that a patient with a linq device experienced a terminal episode on (B)(6) 2025, resulting in death. The patient previously had a replacement device when the previous device reached the recommended replacement time (rrt), and it appeared that when the device was replaced, the patient never performed an initial manual transmission with the remote monitor, which was required to pair with the new device, so no transmissions were coming through. The only transmissions on the network were from the linq mobile manager and carelink express. The patient recorded a symptom on (B)(6) 2025, but it was not seen until the linq device was interrogated by carelink express post-mortem. There were no actions taken on the monitor. It was noted that the monitor had been plugged in, successfully updated the firmware, and regularly checked in, indicating that the monitor was working as expected. The remote monitor was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 and corrected the date the patient recorded a symptom from (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a linq device experienced a terminal episode on (B)(6) 2025, resulting in death. The patient's previous device reached the recommended replacement time (rrt), and it appeared that when the device was replaced, the patient never performed an initial manual transmission with the remote monitor, which was required to pair with the new device, so no transmissions were coming through. The only transmissions on the network were from the linq mobile manager and carelink express. The patient recorded a symptom on (B)(6) 2025, but it was not seen until the linq device was interrogated by carelink express post-mortem. There were no actions taken on the monitor. It was noted that the monitor had been plugged in, successfully updated the firmware, and regularly checked in, indicating that the monitor was working as expected. The remote monitor was discarded.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 24-apr-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.